Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support showed the battery gauge jumped from 20% to 100% within one minute. The battery then dropped from 100% to 35% an hour later. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).